Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Device evaluation: visual analysis of the identified photos: crease fold and device patch with lot number 2190578. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3.

Event description:
Healthcare professional reported right side "capsular contracture baker grade 3". Device has been explanted.